Manufacturer narrative:
This device has not yet been received by this MFR; consequently an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
A vaxcel pasv port was being placed for therapeutic purposes in 2006. During insertion, the peelable sheath peeled correctly on the perforation for a few centimeters before it broke distal to the end of the sheath. The physician needed to grab the remaining sheath with his hands in order to finish the placement. The procedure was successfully completed and there was no adverse affect on the pt as a result of the reported problem.